Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the phacoemulsification handpiece did not provide phacoemulsification energy. There was no system message displayed. The case was completed using an alternate handpiece with no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Due to insufficient information, the root cause could not be identified conclusively. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).